Manufacturer narrative:
Omit : a1407 - insufficient flow or under infusion (2182), b17 - device not returned, c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a patient diagnosed with multiple sclerosis was ordered an infusion of tysabri total volume of 115ml (100ml nacl and 15 ml tysabri). The infusion was started at approximately 9:16 am and was programmed to infuse at rate of 120 ml/hr with volume to be infused (vtbi) of 125ml. At approximately 10:19 am, the pump indicated the infusion was completed. However, the clinician observed approximately one third of the medication remained in the bag. The pump was then reprogrammed to finish infusing contents of bag. There was patient involvement, but no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Bd technical support troubleshooting with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that a patient diagnosed with multiple sclerosis was ordered an infusion of tysabri total volume of 115ml (100ml nacl and 15 ml tysabri). The infusion was started at approximately 9:16 am and was programmed to infuse at rate of 120 ml/hr with volume to be infused (vtbi) of 125ml. At approximately 10:19 am, the pump indicated the infusion was completed. However, the clinician observed approximately one third of the medication remained in the bag. The pump was then reprogrammed to finish infusing contents of bag. There was patient involvement, but no patient harm.